Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4)location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used a silverhawk during procedure. It is reported that tissue was collected. In stent stenosis and no tortuosity was reported. It is reported that as the device was being withdrawn from the patient, the nosecone separated. Evaluation summary: the silverhawk device was received for evaluation with the cutter driver but without other ancillary devices or cine images from the procedure. The distal tip assembly exhibited a separation between the housing and the collar adaptor (hinge separation). Both hinge pins were present but the housing sleeve over one of the pins exhibited significant material deformation. The other side of the housing and its pin were relatively undamaged. The hinge pin cavities exhibited material deformation with a proximal bias on one side and a distal bias on the other side.